Event description:
Bought a new bottle of blink dry contacts lubricating eye drops. This specific bottle is not like the ones I have used in the past. It left a thick film over my eyes and caused eye pain and pressure for 4-5 hours. I have used this product before without adverse reactions. This bottle was purchased at (B)(6) and had the plastic on it. The info on the bottle is zh06101 with exp 2023-08-23. I think there is something seriously wrong with this batch.